Event description:
On (B)(6) 2012, patient reported there is a leak in her insulin cartridge. Patient stated, she was experiencing elevated blood glucose levels up to 250 mg/dl so she checked her infusion device and found insulin in the cartridge compartment. Patient's normal blood glucose range is under 110 mg/dl. Patient reported, she was able to self-treat by giving herself a bolus which brought her blood glucose level back down. Patient reported, she cannot see where the leak came from but believes it is caused by a leaky cartridge. Patient stated, she has had several leaky cartridges. Patient reported, the luer is attached securely and there is an audible click when she attaches to the site. Patient has never changed the infusion adapter. Advised patient to change adapter with every tenth cartridge change. Patient stated, there was enough insulin in the cartridge to pour out. Patient does not reuse cartridges. Patient reported, she began experiencing elevated blood glucose levels and noticed the leaky cartridge 5 days ago. Patient stated, she did have bubbles in her cartridge and tubing, which appeared during use with the leaky cartridge. Patient does not let insulin warm to room temperature before filling the insulin cartridge. Advised always to do so. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, insulin cartridge, adapter and infusion set or evaluation.